Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported and observed failure is user error, including improper bone preparation, a non-perpendicular insertion angle to the bone socket, and excessive force applied during insertion. These factors likely contributed to the breakage and compromised the implant¿s integrity during the procedure. The complaint allegation was confirmed based on the customer¿s attached picture, which showed the anchor bunched, indicating an incorrect surgical technique. Another image displayed the inserter with one of the notch tips broken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-3740sp, double loaded knotless knee fibertak® anchor, self-punching 2.6 mm, ve5, the knee fibertak inserter tip broke off upon implanting. This was detected during an acl/ let/meniscus procedure on (B)(6) 2025. The procedure was completed successfully. The broken piece was not able to be retrieved from the patient.